Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and leads were explanted due to infection. The explant procedure was completed successfully, and a new system is expected to be implanted. At this time, this is all the information provided. The explanted device and leads were disposed of and will not return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and leads were explanted due to infection. The explant procedure was completed successfully, and a new system is expected to be implanted. At this time, this is all the information provided. The explanted device and the right ventricular (rv) lead and the right atrial (ra) lead were disposed of and will not return for analysis. No additional adverse patient effects were reported.